Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver would not turn on. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed relevant testing. An internal visual inspection was performed and passed. A review of the share logs was performed and hwbbt error and ntc fault were both found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective battery. In addition, unexpected receiver shutdown was found in connection to the reported allegation. The reported event of a receiver not turning on is reportable based on the finding of an unexpected receiver shutdown. No injury or medical intervention was reported.